Event description:
The device was explanted because the patient's mother noted that the vns had never helped the patient and was instead causing more problems. The neurologist thought that the vns was still necessary for the patient. The explanted products have not been received by the manufacturer to date. No other relevant information has been received to date.